Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04513. It was reported the patient¿s wound at lead site has opened. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the leads were explanted and replaced. Reportedly patient¿s wound has healed. Device replacement addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.